Event description:
It was reported that during a posterior fusion at l2-s1, the surgeon was locking down the screw head and the tip of the screwdriver broke off. A backup screwdriver was used to complete the procedure with no harm to patient. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The screwdriver shaft was returned for a manufacturing evaluation and the tip was broken off, leaving a sharp point at the middle of the shaft. The hex connector had rounded edges which indicated use. The measurable dimensions were within print specifications. This complaint is indeterminate from a manufacturing standpoint because the missing portion of the product makes physical dimensional verification impossible. A product development event evaluation was performed and a likely scenario was able to be reproduced. Due to the misalignment of the collet, a rod is unable to be fully seated within the poly-axial head. Because of the unique positioning, however, a ti locking cap is still able to be partially inserted over the rod. Once final tightened with the matrix 10 nm torque limiting handle, this configuration leaves the locking cap visibly proud with several threads exposed. It is probable that the surgeon observed the improperly assembled locking cap and attempted to final tighten using a non-torque-limiting handle (also available for use). This allowed an application of torque well over the recommended 10 nm, causing the t25 driver to shatter. Extensive bench testing supports this theory, with results showing a 15 nm average failure torque for the matrix t25 driver geometry. The matrix technique guide, as well as other product support information, fully illustrates the proper method of tightening and loosening a matrix locking cap using a 10 nm torque limiting handle. In order to cause a t25 driver to fracture, torques in excess of 15 nm must have been applied. Since this is impossible to achieve with a matrix 10 nm torque limiting handle, and the damage occurred during manipulation of a locking cap, a non-torque-limiting handle was likely utilized in a manner inconsistent with the recommended technique. However, due to the unknown origin of the collet misalignment and insufficient evidence regarding surgical technique, the complaint must be rendered indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)